Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported " experiencing pain in the breast, capsular contracture, baker grade unknown and an allergy named samter triad. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified deformation the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side "developed a rare allergy called the "samter triad", "experiencing pain in the breast", and a "capsular contracture" baker grade unknown. Physician confirmed the capsular contracture baker grade iii-IV via pathology report. "Samter triad" is not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6a, g1, g2, h4, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV.